Event description:
It was reported by the distributor that when trying to lower the bed, it would go into trend due to the hi-lo actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device evaluated and repaired by the distributor.